Manufacturer narrative:
Additional information was received that the patient was a non-bsc patient being implanted with boston scientific (bsc) devices.

Event description:
A report was received that the patient will undergo an scs removal and replacement procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an scs removal and replacement procedure for an unknown reason.